Manufacturer narrative:
The reported field event of low atrial pacing lead impedance was not confirmed. The device was tested on the bench and using automated test equipment and no anomaly was found. The cause of the field event could not be determined.

Event description:
It was reported that nine days post implant, low, out of range atrial lead impedance was observed. The physician suspected a header issue and explanted and replaced the device. Patient condition was fine.